Manufacturer narrative:
The outflow graft was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed. The manufacturer investigation revealed no signs of damage or gelatin sealant being inconsistent along the graft. Porosity testing was carried out on the graft and the results confirmed that the graft was within the manufacturer's specification. There is no evidence to suggest that a device malfunction caused of contributed to the reported event. Based on the event description a "pressure test" was conducted on the outflow graft prior to implant. This test is not covered in the IFU as part of pre-implant testing; therefore, user technique or variation of the parameters use during an unestablished "pressure test" may have caused or contributed to the reported event. In addition and as a precaution, the IFU states "do not immerse the gelweave grafts in saline for longer than 5 minutes. Longer periods of soaking in saline may disrupt the gel matrix, resulting in bleeding". The most probable root cause can be attributed to the user technique or variation of an unestablished "pressure test" which may lead to a premature failure of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure.the system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): examine the outflow graft package. It must be unopened and without visible damage. The IFU further outlines the steps for handling and attaching the outflow graft to prevent damage to the components of the outflow graft. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported by the surgeon that the outflow graft leaked during pressure test before it was implanted in patient. The surgeon stated, "the outflow graft was tested by placing his thumb over the inflow and using a bulb syringe filled with d5, the bulb syringe was squeezed while holding the graft around the tip of the syringe". The outflow graft was already connected to the pump at this time. The surgeon stated he has done this procedure consistently without the outflow grafts leaking, "seeping through along the length of the graft". Surgeon stated he tests the connection of the outflow graft this way and historically it will leak at connection only if the graft is not connected properly. He has done this anywhere from eight (8) to ten (10) times if not more. No further information available, investigation is ongoing.